Manufacturer narrative:
The r.n. Directed the woman to keep the area moisturized with normal body lotion and to keep the area out of the sun. Additionally, images of the affected area were assessed by a physician who suggested she "keep it clean and slightly moist with aquaphor, protect from sun." The vectus laser is in the process of being returned to palomar for evaluation.

Event description:
It was reported that a woman being treated at the reporting facility experienced buns and blistering on her right leg from treatment with the palomar vectus laser, using the large sapphire optic. On (B)(6), a palomar r.n. Spoke with the woman and she indicated the "dark crusted scab came off a few days ago and the tissue is healed. The surrounding tissue is darker than the center which is now "whitish" in color." No medical intervention was required.